Manufacturer narrative:
The field service engineer ran performance testing and this was within specifications. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys amh. A second patient sample tested with the elecsys tsh assay on a cobas e 801 analytical unit. The initial results were reported outside of the laboratory. The repeat values were deemed correct. The first patient sample initially resulted in an amh value of 0.0654 ng/ml on (B)(6) 2023. The sample was repeated on (B)(6) 2023, resulting in a value of 5.81 ng/ml. The second patient sample initially resulted in a tsh value of < 0.00500 uiu/ml with a data flag on (B)(6) 2023. The sample was repeated on (B)(6) 2023, resulting in a value of 2.16 uiu/ml. The amh reagent lot number was 627322 and the tsh reagent lot number was 639169.

Manufacturer narrative:
Calibration and controls were ok. A general reagent issue can most likely be excluded. Upon analysis of instrument camera images, it was observed that the first patient sample had a clot in the center and there were blood cells in the second patient sample, which could potentially indicate aspiration of clotted red blood cells. No issues were observed during the instrument check. Upon analysis of the alarm trace, an abnormal low signal alarm occurred during the time the second sample was processed. This means that the flow path may have been clogged due to the aspiration of clotted material. A high number of barcode read errors were also observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.